Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-8610d-25 driver shaft, t7 hexalobe cannulated serial/batch (B)(6) was received for investigation. Visual evaluation revealed that the cannulated hex tip was broken off. Functional testing found was not performed due to the damaged of the device. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. Device manufacturing date aug-20-2019.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a chevronette surgery the screwdriver broke at the tip. All parts could be completely removed. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.